Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿total hip arthroplasty in patients younger than 21 years: a minimum 10-year follow-up¿ by benoît j. Bessette, md, et al, published by canadian journal of surgery (2003), vol. 46, no. 4, pp. 209-216, was reviewed. The purpose of this article was to evaluate the function, radiographic results, and implant survival in patients under 21-years who received tha with a 10 years follow-up. A total of 15 hips were implanted between 1975 and 1990. I patient with depuy implants died 5 years after index tha due to down¿s syndrome respiratory complications. Preoperatively, all patients had severe walking difficulties that required either a walker or a wheelchair. All patients had extensive hip pain before implantation. Implanted products: 7 cementless aml tha (depuy) and 5 cemented competitor thas. There were 3 hybrid thas with aml stems and competitor acetabular components. Cement used was unknown. Results: 9 of the 11 studied patients reported increased function after index surgery. All patients stated they had less pain. All radiographic findings were confirmed on serial studies over 10-years follow-up. 1 cup requires revision for severe pelvic osteolysis, implant loosening, and pain. Revision is scheduled but not done by time of article submission. 7 identified cases of progressive osteolysis confirmed in serial radiographic studies. 9 cases of eccentric polyethylene wear confirmed in serial radiographic studies. 2 hip dislocations treated with closed reduction. 1 tha (competitor cup and liner, aml stem) with postoperative femoral shaft fracture, no surgical intervention required. Complete healing by final follow up. 1 case of sciatic nerve injury attributed to lengthening for correction of acetabular protrusion. This was treated surgically with triple arthrodesis. 2 aml cup revisions for loosening. This complaint captures adverse events and harms attributed to depuy products only. Captured in this complaint: aml cup, head, polyethylene liner, and stem."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.